Event description:
The end user response form letter associated indicates that the unit had displayed "defib comm error". The customer was contacted and stated the unit displayed "defib comm error" approximately 3 times during a morning test (date of test is unknown). However, they were able to cycle the errors away by turning the unit off then on.